Event description:
The customer reported that while the unit was in use on a patient, the iab external input values were 50 mm hg different from the source. No patient injury was reported. Therapy was continued using the numbers shown on the slave monitor (source of the arterial line).